Manufacturer narrative:
The insulin pump powered up after battery installation. No blank display noted however, insulin pump was received with full segment display due to faulty connector on the interface board. The insulin pump was unable to perform the displacement test due to full segment display. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. During visual inspection of the battery cap shows the contact is not missing and no damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The mother stated that her daughter dropped the pump and it is now beeping with a blank display. The mother stated that the contacts on the battery cap are missing. The customer was advised to insert a new (B)(6) battery and to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer stated that the display returned. Customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.